Event description:
Fill volume: 270 ml, flow rate: 5 ml/hr, procedure: exploratory laparotomy, bilateral salpingo, oophorectomy and lysis of adhesion. Cathplace: abdomen, pfannenstiel incision, with sub-fascial placement. (Please reference 2026095-2014-00120/14-00485 (b), and 2026095-2014-00113/14-00518) (pump #2). A nurse reported to an I-flow clinical specialist that a female patient had an infection post op on (B)(6) 2014. She underwent the above listed surgeries on (B)(6) 2014, wednesday. An on-q silversoaker was place in her abdomen and connected to an on-q pump infusion bupivacaine to the surgery site. Dermabond was used at the catheter site and the catheter was secured on the skin with tegaderm dressing. As she is a larger patient, part of the catheter was in between her skin folds. On friday, (B)(6) 2014, the initial pump finished, and a second pump model number p400x5 (pump 2) was connected to the catheter in the patient's hospital room. On the morning of (B)(6) 2014, when the second pump and the catheter were removed, the patient exhibited signs and symptom of infection at the catheter site - the site was red and warm to touch with small amount of drainage oozing out. The patient had been under antibiotics treatment with clindamycin, vancomycin, and gentamycin started on (B)(6) 2014. The antibiotics regimen was changed to vancomycin and zosyn. The patient was reported as recovering at the time of this report. The 1st pump was filled on (B)(6) 2014 in the am. The 2nd pump was filled on (B)(6) 2014, at 15:47, infusion ended approximately on (B)(6) 2014 and both the catheter and pump were removed that morning. The pump was empty at the time of disconnect.

Manufacturer narrative:
Method: a visual inspection was performed on the returned unit. A review of the device history record (DHR) was conducted for the lot number reported and a copy of the serialization certificate was obtained. Results: at this time the evaluation is still in progress. Results will be provided once completed. The lot met all manufacturing specifications at release. Conclusions: our investigation and evaluation is currently in progress, once completed a follow-up report will be submitted. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.